Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer reports that the dialysis nurse attempted to initiate the pt's dialysis treatment and noted a leak in the cvc. The treatment was not given due to the potential for air embolism and infection and the pt was sent to the emergency room department for further assessment and eval by the nephrologist on call. The pt was sent to angiography and a new cvc was exchanged under fluoroscopy. The faulty cvc was saved, upon inspection there is a visible slice that encompasses 2/3 of the port above the distal luer lock. Also, the proximal luer lock can actually be physically and easily removed from the port. Another device was used w/o further consequence. There was no pt injury or ill-effects. The pt's current status was reported as recovered.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.